Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead reported feeling fatigued for the past six months. For the past three months, lv pacing impedance measurements were greater than 2,000 ohms with increasing threshold measurements. Additionally, loss of capture (loc) was confirmed. The device was reprogrammed to the lv ring to rv coil, with impedances within acceptable limits and an appropriate threshold measurement. No further complications were observed.